Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient has 2 scs systems. This issue is related to the thoracic system. It was reported the patient was experiencing auto-reduction and intermittent right leg stimulation. Diagnostics revealed high impedance values. A sjm representative was initially able to resolve the issues with reprogramming. However, surgical intervention will be taken at later date to address the issues as the issues resumed.

Event description:
Device 1 of 3.reference MFR. Report:1627487-2016-02490 & 1627487-2016-02491.due to the device analysis results, the scs extensions are being reported as device 2 and device 3 respectively.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced. Effective stimulation was restored with the surgical intervention.